Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy according to the reporter: the reload came off the handle and locked on tissue. The surgeon dissected more of the vessel, applied another reload adjacent to the locked reload, and resected the reload. Tissue slid off the jaws once it was resected. No reinforcement material was used in conjunction with the stapling device. Patient status was reported as good.

Manufacturer narrative:
(B)(4).